Manufacturer narrative:
(B)(4). The customer reported he could not duplicate the alleged condition. Technical support troubleshot this issue with the customer over the phone and suggested to swap the breath delivery (bd) to graphical user interface (gui) cable and run the ventilator for 48 hours on test lung. Covidien was not authorized to evaluate the device.

Event description:
It was reported that the ventilator had a loss of communication error. The ventilator was not in use on a patient at the time of the event.